Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, a sureform 60 stapler instrument fired a blue reload which experienced a tissue push event. This occurred during the first reload fire of the procedure when the surgeon was resecting the ascending colon. The surgeon reported that this staple line was partially fired with malformed/unformed staples, but with no staples missing and no holes or gaps in the staple line. This resulted in 50ml of bleeding that the surgeon specified was not expected as part of the procedure. The surgeon stated that the sureform 60 stapler instrument retracted a bit, but was then stuck on the colon. The stapler was confirmed to still be on the universal surgical manipulator (usm). The technical support engineer (tse) recommended pressing the emergency-stop button, and then turning the stapler release knob (srk) on the back of the stapler. The bed-side staff turned the srk while the surgeon observed the jaws opening. The stapler was successfully opened and released from the tissue. After the stapler was removed from the colon, the bleeding staple line was sutured. The same sureform 60 stapler instrument to continue the procedure. The surgeon did not continue stapling along the same staple line, but rather resected the tissue along with the staple line. The surgeon reported that this resulted in unplanned tissue removal. The transverse colon was re-resected where the stapler was stuck and sheared the bowel. The surgeon then created the anastomosis to an uninjured, viable part of large intestine. The procedure was completed robotically. The patient reportedly did well post-operatively. When the surgeon was asked what caused this event, the surgeon explained that the operating room (or) technician misheard the surgeon's request during this event and ended up removing the sureform 60 stapler instrument while it was performing this fire of the blue reload across the large intestine.

Manufacturer narrative:
The sureform 60 stapler instrument and blue reload were not returned for investigations.